Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to the 300s (mg/dl) for 3 days. Reportedly, customer received a cortisone shot on (B)(6) 2016. Customer administered correction boluses to treat bg levels. System check with tandem technical support revealed that the time on the pump was slow by 7 minutes. Otherwise, the system check indicated pump was performing as intended. Tandem technical support assisted customer with updating the time on the pump. Recommendation was made to contact health care provider to discuss diabetes management and to contact tandem technical support for any future issues.